Event description:
It was reported that the pump touch screen was unresponsive. There was no adverse impact to customer¿s blood glucose level. Tandem technical support provided pump reset instructions for the customer as customer wanted to perform reset on their own.